Event description:
It was reported that a consumer experienced a hypoglycemic event. Per the consumer, at 11:00 am, she received a blood sugar reading of 176 mg/dl but then became incoherent and actually showered herself still wearing pajamas. Per the consumer, she ate to bring her blood sugar level up. Control solution testing showed the consumer's test strips to be out of control range. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.